Manufacturer narrative:
Product analysis: it was found on analysis that the analyzer failed functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which returned as an associated device subsequently tested out of specification during manufacturer analysis. There was no patient involvement.